Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Some oversensing of low-level noise was also observed on the rv channel. The pacemaker was reprogrammed and remains implanted and in service. No adverse patient effects were reported.